Event description:
The healthcare provider reported the pump was nearing eri, however a motor stall was discovered at a recent scheduled refill. The pump was replaced in the evening on that same day ((B)(6) 2015). The reporter did not know of any symptoms. Per the reporter, the pump was believed to be delivering clonidine bupivacaine and sufenta. No patient symptoms or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿battery ¿ high resistance¿. On receipt the pump was interrogated and the logs indicated that the pump was delivering sufenta, bupivacaine, clonidine, and baclofen.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.